Event description:
It was reported the the patient had a high glucose - over 300 mg/dl. When patient changed site, they noted the adhesive was wet and smelled of insulin but the cannula was not bent. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.